Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and the effluent being ¿stringy¿ coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Three days after the onset, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was unknown, but it was reported that the patient possibly received antibiotic therapy (medication, route, dosage, frequency, and duration not reported). Dianeal therapy was ongoing. At the time of this report, the hospitalization was ongoing and the patient has not yet recovered. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient passed away. It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient had been previously reported to be hospitalized for the peritonitis event. It was not reported if dianeal therapy was ongoing up until the time of death and it was not reported if the patient was using a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. It was not reported if the patient recovered from the peritonitis event prior to passing away. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.